Event description:
It was reported that within a few weeks of implant the right ventricular (rv) lead had intermittent loss of capture at high outputs. During the lead repositioning procedure the helix of the lead would not extend and retract, and was noted to be bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).